Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (a hysterectomy was performed to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A hysterectomy was performed to remove essure around five years after placement. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("that the devise almost punctured (break) my tube"), pelvic pain ("severe pelvic pain / pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. 6452032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 1 (((B)(6) 2000)), uterine dilation and curettage, back surgery and sleeve gastrectomy. Previously administered products included for an unreported indication: nsaid. Past adverse reactions to the above products included abdominal discomfort with nsaid. Concurrent conditions included morbid obesity, allergic reaction to analgesics, smoker, tobacco user, bloating, bloody stool, constipation, diarrhea, hemorrhoids, dysmenorrhea, blood in urine, urinary frequency, incontinence, vaginal dryness, vaginal itching, vaginal burning sensation, gastroesophageal reflux disease (esophagogastroduodenoscopy with biopsy), esophagitis, hiatal hernia, arthritis, ureteral calculus, renal stone, renal colic, hydronephrosis and urolithiasis. Family history included hypertension (grandmother), diabetes mellitus (paternal grandmother), skin cancer (father melanoma) and thyroid cancer (mother). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, 4 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (total hysterectomy and robotic assisted, bilateral salpingectomy), surgery (total hysterectomy and robotic assisted, bilateral salpingectomy), surgery (total hysterectomy and robotic assisted, bilateral salpingectomy), surgery (total hysterectomy and robotic assisted, bilateral salpingectomy) and surgery (total hysterectomy and robotic assisted, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, migraine, headache, menstrual disorder and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2015, surgical pathology report showed, final diagnosis- uterus, cervix, bilateral fallopian tubes. Clinical history- preoperative diagnosis: metrorrhagia, operation performed: hysterectomy bilateral salpingectomy, robotic assisted received in formalin labeled uterus/cervix, bilateral tubes is a 91 gm with attached cervix and bilateral fimbriated fallopian tubes. The uterine body measures 7.9 an from cervix to fundus, 5.0 em from cornu to cornu and 4.0 em from anterior to posterior. The cervix measures 2.0 an in length x 3.0 em in diameter. The serosa red and smooth. The ectocervical lanpink smooth, and glistening with a 1.5 an ovoid the specimen is bivalve \0 show a 2.0 em in length tan. Trabeculae endocervical and 6.0 x 2.0 x 0.5 em endometrial cavity. The endometrium is tan, focally hemorrhagic with a maximum thickness of 0.2 an. The myometrium 1$ ilin-pink, focally coa~1y irabecula1ed with a maximum wall thicllnes5 of 2.0 cm. Two ill defined, possible intramural nodules are identified measuring 0.6 and 0.9 em in greatest dimension, in edition, also noted spanning from the come to title fallopian tubes are two silver metallic coils that measure 3.5 an and " .3 em in length x 0.3 an in diameter each. The metallic coils are grossly consistent with an intratubal occlusion the right fallopian tube measures 4.5 an length in diameter. The left fallopian tube measures 5.0 an in length x 0.5 em in diameter. Both of the fallopian tubes show multiple para tubal cysts thai range from 0.2 to 0.8 cm in greatest dimension. Sectioning through the fallopian tube shows a pinpoint lumen. Representative auction are submitted as follows: anterior cervix, full thickness posterior cervix. - anterior endomyometrium, fun thickness, to include smaller possible nodule; posterior endomyometrium, full thickness; larger possible nodule: right fallopian tube, bisected flmbllated end anti cross section; · left fallopian tube, bisected fimbriated end, and cross section on (B)(6) 2016, surgical pathology report : final diagnosis- kidney, right, removal of stent calculus, kidney. Removal-calculus, gross only, submitted for chemical analysis. Gross description- received in. Formalin labeled kidney stent right is a tan atent with blue markings measuring 37.5 em in length x 0.2 cm in diameter. No soft tissue is identified. For grossldef1tlflcatjon only. Received without fixative labeled kidney atone right I. An irregular tan-blaat calculus measuring 0.3 x 0.3 x 0.3 cm. The specimen is entirely submitted tor chemical analysis most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received . Event severe pelvic pain / pain / pelvic pain outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("that the devise almost puncti (break) my tube"), pelvic pain ("severe pelvic pain / pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 42-year-old female patient who had essure (batch no. 6452032 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 1 (((B)(6) 2000)), uterine dilation and curettage, back surgery, sleeve gastrectomy and recurrent abortion. Previously administered products included for an unreported indication: nsaid. Past adverse reactions to the above products included abdominal discomfort with nsaid. Concurrent conditions included morbid obesity, allergic reaction to analgesics, smoker, tobacco user, bloating, bloody stool, constipation, diarrhea, hemorrhoids, dysmenorrhea, blood in urine, urinary frequency, incontinence, vaginal dryness, vaginal itching, vaginal burning sensation, gastroesophageal reflux disease (esophagogastroduodenoscopy with biopsy), esophagitis, hiatal hernia, arthritis, ureteral calculus, renal stone, renal colic, hydronephrosis and urolithiasis. Family history included hypertension (grandmother), diabetes mellitus (paternal grandmother), skin cancer (father melanoma) and thyroid cancer (mother). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal area"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (total hysterectomy and robotic assisted, bilateral salpingectomy), surgery (total hysterectomy and robotic assisted, bilateral salpingectomy), surgery (total hysterectomy and robotic assisted, bilateral salpingectomy), surgery (total hysterectomy and robotic assisted, bilateral salpingectomy) and surgery (total hysterectomy and robotic assisted, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, migraine, headache, menstrual disorder, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2015, surgical pathology report showed, final diagnosis- uterus, cervix, bilateral fallopian tubes clinical history- preoperative diagnosis: metronhagia, operation performed: hysterectomy bilateral salpingectomy, robotic assisted received in formalin labeled uterus/cervix, bilateral tubes is a 91 gm with attached cervix and bilateral fimbriated fallopian tubes. The uterine body measures 7.9 an from cervix to fundus, 5.0 em from cornu to cornu and 4.0 em from anterior to posterior. The cervix measures 2.0 an in length x 3.0 em in diameter. The serosa red and smooth. The ectocervical lanpink smooth, and gllstenlt1g with a 1.5 an ovoid the specimen is bivalve \0 show a 2.0 em in length tan. Trabeculae endocervical and 6.0 x 2.0 x 0.5 em endometrial cavity. The endometrium is tan, focally hemorrhagic with a maximum thickness of 0.2 an. The myometrium 1$ ilin-pink, focally coa~1y irabecula1ed with a maximum wall thicllnes5 of 2.0 cm. Two ill defined, possible intramural nodules are identified measur1ng 0.6 and 0.9 em in greatest dimension, in edition, also noted spanning from the come to title fallopian tubes are two silver metallic coils that measure 3.5 an and " .3 em in length x 0.3 an in diameter each. The metallic coils are grossly consistent with an intratubal occlusion the right fallopian tube measures 4.5 an length in diameter. The left fallopian tube measures 5.0 an in length x 0.5 em in diameter. Both of the fallopian tubes show multiple para tubal cysts thai range from 0.2 to 0.8 cm in greatest dimension. Sectioning through the fallopian tube shows a pinpoint lumen. Representative auction are submitted as follows: anterior cervix, full thickness posterior cervix. - anterior endomyometrium, fun thickness, to include smaller possible nodule; posterior endomyometrium, full thickness; larger possible nodule: right fallopian tube, bisected flmbllated end anti cross section; · left fallopian tube, bisected fimbriated end, and cross section on (B)(6) 2016, surgical pathology report : final diagnosis- kidney, right, removal of stent calculus, kidney. Removal-calculus, gross only, submitted for chemical analysis. Gross description- received in. Formalin labeled kidney stent right is a tan atent with blue markings measuring 37.5 em in length x 0.2 cm in diameter. No soft tissue is identified. For grossldef1tlflcatjon only. Received without fixative labeled kidney atone right I. An irregular tan-blaat calculus measuring 0.3 x 0.3 x 0.3 cm. The specimen is entirely submitted tor chemical analysis most recent follow-up information incorporated above includes: on 3-oct-2018: pfs received. Historical condition added. Following event : psychological or psychiatric problems condition: depression, mental anguish, dyspareunia (painful sexual intercourse), abdominal area were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('that the devise almost puncti (break) my tube'), pelvic pain ('severe pelvic pain / pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 42-year-old female patient who had essure (batch no. 6452032 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 1 ((B)(6) 2000)), uterine dilation and curettage, back surgery, sleeve gastrectomy and recurrent abortion. Previously administered products included for an unreported indication: nsaid. Past adverse reactions to the above products included abdominal discomfort with nsaid. Concurrent conditions included morbid obesity, allergic reaction to analgesics, smoker, tobacco user, bloating, bloody stool, constipation, diarrhea, hemorrhoids, dysmenorrhea, blood in urine, urinary frequency, incontinence, vaginal dryness, vaginal itching, vaginal burning sensation, gastroesophageal reflux disease (esophagogastroduodenoscopy with biopsy), esophagitis, hiatal hernia, arthritis, ureteral calculus, renal stone, renal colic, hydronephrosis and urolithiasis. Family history included hypertension (grandmother), diabetes mellitus (paternal grandmother), skin cancer (father melanoma) and thyroid cancer (mother). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal area"). The patient was treated with surgery (total hysterectomy and robotic assisted, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, migraine, headache, menstrual disorder, depression, anxiety and dyspareunia outcome was unknown, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. On (B)(6) 2015, surgical pathology report showed, final diagnosis- uterus, cervix, bilateral fallopian tubes clinical history- preoperative diagnosis: metronhagia, operation performed: hysterectomy bilateral salpingectomy, robotic assisted received in formalin labeled uterus/cervix, bilateral tubes is a 91 gm with attached cervix and bilateral fimbriated fallopian tubes. The uterine body measures 7.9 an from cervix to fundus, 5.0 em from cornu to cornu and 4.0 em from anterior to posterior. The cervix measures 2.0 an in length x 3.0 em in diameter. The serosa red and smooth. The ectocervical lanpink smooth, and gllstenlt1g with a 1.5 an ovoid the specimen is bivalve \0 show a 2.0 em in length tan. Trabeculae endocervical and 6.0 x 2.0 x 0.5 em endometrial cavity. The endometrium is tan, focally hemorrhagic with a maximum thickness of 0.2 an. The myometrium 1$ ilin-pink, focally coa~1y irabecula1ed with a maximum wall thicllnes5 of 2.0 cm. Two ill defined, possible intramural nodules are identified measur1ng 0.6 and 0.9 em in greatest dimension, in edition, also noted spanning from the come to title fallopian tubes are two silver metallic coils that measure 3.5 an and " .3 em in length x 0.3 an in diameter each. The metallic coils are grossly consistent with an intratubal occlusion the right fallopian tube measures 4.5 an length in diameter. The left fallopian tube measures 5.0 an in length x 0.5 em in diameter. Both of the fallopian tubes show multiple para tubal cysts thai range from 0.2 to 0.8 cm in greatest dimension. Sectioning through the fallopian tube shows a pinpoint lumen. Representative auction are submitted as follows: anterior cervix, full thickness posterior cervix. - anterior endomyometrium, fun thickness, to include smaller possible nodule; posterior endomyometrium, full thickness; larger possible nodule: right fallopian tube, bisected flmbllated end anti cross section; · left fallopian tube, bisected fimbriated end, and cross section on (B)(6) 2016, surgical pathology report : final diagnosis- kidney, right, removal of stent calculus, kidney. Removal-calculus, gross only, submitted for chemical analysis. Gross description- received in. Formalin labeled kidney stent right is a tan atent with blue markings measuring 37.5 em in length x 0.2 cm in diameter. No soft tissue is identified. For grossldef1tlflcatjon only. Received without fixative labeled kidney atone right I. An irregular tan-blaat calculus measuring 0.3 x 0.3 x 0.3 cm. The specimen is entirely submitted tor chemical analysis most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Events outcome were updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('that the devise almost puncti (break) my tube'), pelvic pain ('severe pelvic pain / pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 42-year-old female patient who had essure (batch no. 6452032 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 1 (((B)(6) 2000)), uterine dilation and curettage, back surgery, sleeve gastrectomy and recurrent abortion. Previously administered products included for an unreported indication: nsaid. Past adverse reactions to the above products included abdominal discomfort with nsaid. Concurrent conditions included morbid obesity, allergic reaction to analgesics, smoker, tobacco user, bloating, bloody stool, constipation, diarrhea, hemorrhoids, dysmenorrhea, blood in urine, urinary frequency, incontinence, vaginal dryness, vaginal itching, vaginal burning sensation, gastroesophageal reflux disease (esophagogastroduodenoscopy with biopsy), esophagitis, hiatal hernia, arthritis, ureteral calculus, renal stone, renal colic, hydronephrosis and urolithiasis. Family history included hypertension (grandmother), diabetes mellitus (paternal grandmother), skin cancer (father melanoma) and thyroid cancer (mother). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal area"). The patient was treated with surgery (total hysterectomy and robotic assisted, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, migraine, headache, menstrual disorder, depression, anxiety and dyspareunia outcome was unknown, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. On (B)(6) 2015, surgical pathology report showed, final diagnosis- uterus, cervix, bilateral fallopian tubes clinical history- preoperative diagnosis: metronhagia, operation performed: hysterectomy bilateral salpingectomy, robotic assisted received in formalin labeled uterus/cervix, bilateral tubes is a 91 gm with attached cervix and bilateral fimbriated fallopian tubes. The uterine body measures 7.9 an from cervix to fundus, 5.0 em from cornu to cornu and 4.0 em from anterior to posterior. The cervix measures 2.0 an in length x 3.0 em in diameter. The serosa red and smooth. The ectocervical lanpink smooth, and gllstenlt1g with a 1.5 an ovoid the specimen is bivalve \0 show a 2.0 em in length tan. Trabeculae endocervical and 6.0 x 2.0 x 0.5 em endometrial cavity. The endometrium is tan, focally hemorrhagic with a maximum thickness of 0.2 an. The myometrium 1$ ilin-pink, focally coa~1y irabecula1ed with a maximum wall thicllnes5 of 2.0 cm. Two ill defined, possible intramural nodules are identified measur1ng 0.6 and 0.9 em in greatest dimension, in edition, also noted spanning from the come to title fallopian tubes are two silver metallic coils that measure 3.5 an and " .3 em in length x 0.3 an in diameter each. The metallic coils are grossly consistent with an intratubal occlusion the right fallopian tube measures 4.5 an length in diameter. The left fallopian tube measures 5.0 an in length x 0.5 em in diameter. Both of the fallopian tubes show multiple para tubal cysts thai range from 0.2 to 0.8 cm in greatest dimension. Sectioning through the fallopian tube shows a pinpoint lumen. Representative auction are submitted as follows: anterior cervix, full thickness posterior cervix. - anterior endomyometrium, fun thickness, to include smaller possible nodule; posterior endomyometrium, full thickness; larger possible nodule: right fallopian tube, bisected flmbllated end anti cross section; · left fallopian tube, bisected fimbriated end, and cross section on (B)(6) 2016, surgical pathology report : final diagnosis- kidney, right, removal of stent calculus, kidney. Removal-calculus, gross only, submitted for chemical analysis. Gross description- received in. Formalin labeled kidney stent right is a tan atent with blue markings measuring 37.5 em in length x 0.2 cm in diameter. No soft tissue is identified. For grossldef1tlflcatjon only. Received without fixative labeled kidney atone right I. An irregular tan-blaat calculus measuring 0.3 x 0.3 x 0.3 cm. The specimen is entirely submitted tor chemical analysis. The lot number reported (6452032) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("that the devise almost punctured (break) my tube"), pelvic pain ("severe pelvic pain / pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. 6452032 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 1 (((B)(6) 2000)), uterine dilation and curettage, back surgery and sleeve gastrectomy. Previously administered products included for an unreported indication: nsaid. Past adverse reactions to the above products included abdominal discomfort with nsaid. Concurrent conditions included morbid obesity, allergic reaction to analgesics, smoker, tobacco user, bloating, bloody stool, constipation, diarrhea, hemorrhoids, dysmenorrhea, blood in urine, urinary frequency, incontinence, vaginal dryness, vaginal itching, vaginal burning sensation, gastroesophageal reflux disease (esophagogastroduodenoscopy with biopsy), esophagitis, hiatal hernia, arthritis, ureteral calculus, renal stone, renal colic, hydronephrosis and urolithiasis. Family history included hypertension (grandmother), diabetes mellitus (paternal grandmother), skin cancer (father melanoma) and thyroid cancer (mother). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, 4 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (total hysterectomy and robotic assisted, bilateral salpingectomy), surgery (total hysterectomy and robotic assisted, bilateral salpingectomy), surgery (total hysterectomy and robotic assisted, bilateral salpingectomy), surgery (total hysterectomy and robotic assisted, bilateral salpingectomy) and surgery (total hysterectomy and robotic assisted, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, migraine, headache, menstrual disorder and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.6 kg/sqm. Hystrosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2015, surgical pathology report showed, final diagnosis- uterus, cervix, bilateral fallopian tubes clinical history- preoperative diagnosis: metronhagia, operation performed: hysterectomy bilateral salpingectomy, robotic assisted received in formalin labeled uterus/cervix, bilateral tubes is a 91 gm with attached cervix and bilateral fimbriated fallopian tubes. The uterine body measures 7.9 an from cervix to fundus, 5.0 em from cornu to cornu and 4.0 em from anterior to posterior. The cervix measures 2.0 an in length x 3.0 em in diameter. The serosa red and smooth. The ectocervical lanpink smooth, and gllstenlt1g with a 1.5 an ovoid the specimen is bivalve \0 show a 2.0 em in length tan. Trabeculae endocervical and 6.0 x 2.0 x 0.5 em endometrial cavity. The endometrium is tan, focally hemorrhagic with a maximum thickness of 0.2 an. The myometrium 1$ ilin-pink, focally coa~1y irabecula1ed with a maximum wall thickness of 2.0 cm. Two ill defined, possible intramural nodules are identified measuring 0.6 and 0.9 em in greatest dimension, in edition, also noted spanning from the come to title fallopian tubes are two silver metallic coils that measure 3.5 an and " .3 em in length x 0.3 an in diameter each. The metallic coils are grossly consistent with an intratubal occlusion the right fallopian tube measures 4.5 an length in diameter. The left fallopian tube measures 5.0 an in length x 0.5 em in diameter. Both of the fallopian tubes show multiple para tubal cysts thai range from 0.2 to 0.8 cm in greatest dimension. Sectioning through the fallopian tube shows a pinpoint lumen. Representative auction are submitted as follows: anterior cervix, full thickness posterior cervix. - anterior endomyometrium, fun thickness, to include smaller possible nodule; posterior endomyometrium, full thickness; larger possible nodule: right fallopian tube, bisected flabellate end anti cross section; · left fallopian tube, bisected fimbriated end, and cross section on (B)(6) 2016, surgical pathology report : final diagnosis- kidney, right, removal of stent calculus, kidney. Removal-calculus, gross only, submitted for chemical analysis. Gross description- received in. Formalin labeled kidney stent right is a tan atent with blue markings measuring 37.5 em in length x 0.2 cm in diameter. No soft tissue is identified. For gross deflection only. Received without fixative labeled kidney atone right I. An irregular tan-blaat calculus measuring 0.3 x 0.3 x 0.3 cm. The specimen is entirely submitted tor chemical analysis most recent follow-up information incorporated above includes: on 14-aug-2018: update of information (batch is invalid) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("that the devise almost punction (break) my tube"), pelvic pain ("severe pelvic pain / pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. 6452032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 1 (((B)(6) 2000)), uterine dilation and curettage, back surgery and gastrectomy. Previously administered products included for an unreported indication: nsaid. Past adverse reactions to the above products included abdominal discomfort with nsaid. Concurrent conditions included obesity, allergic reaction to analgesics, smoker, tobacco user, bloating, bloody stool, constipation, diarrhea, hemorrhoids, dysmenorrhea, blood in urine, urinary frequency, incontinence, vaginal dryness, vaginal itching, vaginal burning sensation, gastroesophageal reflux disease (esophagogastroduodenoscopy with biopsy), esophagitis, hiatal hernia, arthritis, ureteral calculus, renal stone, renal colic, hydronephrosis and urolithiasis. Family history included hypertension (grandmother), diabetes mellitus (paternal grandmother), skin cancer (father melanoma) and thyroid cancer (mother). On (B)(6) 2011, the patient had essure inserted. On an unknown date, 4 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (total hysterectomy and robotic assisted, bilateral salpingectomy), surgery (total hysterectomy and robotic assisted, bilateral salpingectomy), surgery (total hysterectomy and robotic assisted, bilateral salpingectomy), surgery (total hysterectomy and robotic assisted, bilateral salpingectomy) and surgery (total hysterectomy and robotic assisted, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, migraine, headache, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.6 kg/sqm. On (B)(6) 2015, surgical pathology report showed, final diagnosis- uterus, cervix, bilateral fallopian tubes. Clinical history- preoperative diagnosis: metronhagia, operation performed: hysterectomy bilateral salpingectomy, robotic assisted received in formalin labeled uterus/cervix, bilateral tubes is a 91 gm with attached cervix and bilateral fimbriated fallopian tubes. The uterine body measures 7.9 an from cervix to fundus, 5.0 em from cornu to cornu and 4.0 em from anterior to posterior. The cervix measures 2.0 an in length x 3.0 em in diameter. The serosa red and smooth. The ectocervical lanpink smooth, and glistening with a 1.5 an ovoid the specimen is bivalve \0 show a 2.0 em in length tan. Trabeculae endocervical and 6.0 x 2.0 x 0.5 em endometrial cavity. The endometrium is tan, focally hemorrhagic with a maximum thickness of 0.2 an. The myometrium 1$ ilin-pink, focally coa~1y irabecula1ed with a maximum wall thicllnes5 of 2.0 cm. Two ill defined, possible intramural nodules are identified measuring 0.6 and 0.9 em in greatest dimension, in edition, also noted spanning from the come to title fallopian tubes are two silver metallic coils that measure 3.5 an and " .3 em in length x 0.3 an in diameter each. The metallic coils are grossly consistent with an intratubal occlusion the right fallopian tube measures 4.5 an length in diameter. The left fallopian tube measures 5.0 an in length x 0.5 em in diameter. Both of the fallopian tubes show multiple para tubal cysts thai range from 0.2 to 0.8 cm in greatest dimension. Sectioning through the fallopian tube shows a pinpoint lumen. Representative auction are submitted as follows: anterior cervix, full thickness posterior cervix. - anterior endomyometrium, fun thickness, to include smaller possible nodule; posterior endomyometrium, full thickness; larger possible nodule: right fallopian tube, bisected flmbllated end anti cross section; · left fallopian tube, bisected fimbriated end, and cross section. On (B)(6) 2016, surgical pathology report : final diagnosis- kidney, right, removal of stent calculus, kidney. Removal-calculus, gross only, submitted for chemical analysis. Gross description- received in. Formalin labeled kidney stent right is a tan stent with blue markings measuring 37.5 em in length x 0.2 cm in diameter. No soft tissue is identified. For gross indications only. Received without fixative labeled kidney atone right I. An irregular tan-blaat calculus measuring 0.3 x 0.3 x 0.3 cm. The specimen is entirely submitted tor chemical analysis most recent follow-up information incorporated above includes: on 26-feb-2018: pfs received - new events, "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), migraines, headaches, abnormal bleeding (general), did not undergo an essure confirmation test and that the device almost punction (break) my tube" were added. Lot number was added. Product explant date was updated. Lab data were added. Historical and concomitant conditions and treatment medication were added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (a hysterectomy was performed to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure. Company causality comment this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A hysterectomy was performed to remove essure around five years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.